Event description:
It was reported that this implantable pacemaker alerted for high out-of- range pacing impedance greater than 2,000 ohms triggering a lead safety switch (lss) to unipolar configuration on the non-(B)(6) right ventricular (rv) lead. It was noted this issue happened approximately one year ago and the patient went into the clinic and the lead tested satisfactory and the configuration was changed back to bipolar. Technical services (ts) was consulted and advised the presenting electrogram (egm) shows no noise or artifact was observed. Ts also provided troubleshooting along with device optimization recommendations. The patient will be seen in-clinic next month. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-(B)(6) lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).